Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# 139254, lot# 549050, m2a-magnum 42-50 mm tpr insrt-3; cat# 11-104109, lot# 218410, mlry-hd por fmrl 9x150 mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision with explantation of the device approximately 5 years and 6 months post-implantation due to pain and elevated serum metal ions. During the revision, found the abductor muscle pulled off without apparent metallosis and a pseudocapsule which was removed. The abductor was repaired with two crossft sutures and the head was revised without complication. Attempts have been made and no further information has been provided.